Event description:
On 7th february, 2024 getinge became aware of an issue with one of surgical lights - lucea 50 mobile. As it was stated, the equipment suffered a fire that started in hospital. The device could be damaged due to high temperature causing carbonization in its structure, makes its clinical use impossible. The customer was requested to segregate this equipment in quarantine. Designated complaint unit employee confirmed based on photographic evidence the paint was chipping on spring arm and fork, also the labels were damaged with missing particles and the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was (B)(6). E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). The correction of d1 brand name, d2 product code. , d4 catalog # , h4 manufacture date, d4 unique identifier (UDI) #, e1d event site address line 2, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 50 mobile. Corrected d1 brand name: lucea led®. Previous d2 product code. Ftd. Corrected d2 product code. Fss. Previous d4 catalog # ardlca309004a. Corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous e1d event site address line 2: (B)(6). Corrected e1d event site address line 2: (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 manufacture date: 2019-08-13. Corrected h4 manufacture date: 2019-08-14. Getinge became aware of an issue with one of surgical lights - lucea 50 mobile. As it was stated, the equipment suffered a fire that started in hospital. The device could be damaged due to high temperature causing carbonization in its structure, makes its clinical use impossible. The customer was requested to segregate this equipment in quarantine. Designated complaint unit employee confirmed based on photographic evidence the paint was chipping on spring arm and fork, also the labels were damaged with missing particles and the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information provided the damages to the device are the result of an external fire in the facility site, it is a phenomenon external to the device. This problem is not related to the device, the surgical light was not involved in the event which caused the fire. For safety reasons a functional check of the device is required to verify the absence of damage. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. (Blue 30 / lucea 40-50 : ard569010102). Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).